Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. A complete lead was returned for analysis. The s-curve hump height was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of pacing was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.